Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: a1; a2; a3; a4; b7; d4; h2; h4. An investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5; h3; h6; h11 the reported event could not be confirmed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right shoulder reverse shoulder arthroplasty exhibits anterior subluxation of the humerus/humeral component. Close proximity of the inferior humeral tray with the glenosphere may suggest possibility of liner damage or disassociation but is not conclusive. Visual examination of the returned devices identified the bearing returned has wear on the non-working surface as well as a gouge on the working surface. The outer diameter and the locking features of the bearing are also damaged. The tray has some damage near the area where the bearing would lock in. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a shoulder revision approximately 7 months post-implantation due to liner disassociation. During follow-up, liner disassociation was suspected and a revision was scheduled. Intra-operatively, the liner was found loose within the capsule and was easily removed with forceps. The tray was removed as well. The glenosphere showed no apparent damage. Trialing was performed with a +0 liner, after which a +3 liner was requested for re-implantation, and the wound was closed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was a revision approximately 2 months ago due to a possibility of disassociation, from a device that was implanted approximately 9 months ago. Liner was found loose in capsule and removed as well as the tray. During the revision it was noted that there was no apparent damage to glenosphere. Attempts have been made and additional information on the reported event is unavailable at this time.